Manufacturer narrative:
Investigation by (B)(4) with retain and return devices using controls and confirmed positive calibrators exhibited expected results. No patient sample was available for investigation. Complaint not confirmed, as devices perform as expected.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the icon h pylori (p) test was generating discrepant results, where the whole blood tested negative and the serum was tested positive. Tests were repeated and gave positive results as expected. No patient sample information was supplied. No injury has been reported in connection with this event.